Event description:
From physician's operative note: the essure device was passed into the patient's right fallopian tube. I did note that on initial pass, the end of the essure device caught the cornual aspect of the uterus and did not feel right as a pass. I pulled it back and noted that the end of the essure device was very bent. I was able to straighten it and replace it. However, as it was deployed, it did not uncoil off the device and therefore the entire device was removed and a second essure coil was placed which was done without difficulty. Minor delay to open another device. Procedure completed without harm to patient.it is unclear if the device did not deploy correctly due to the end being bent during insertion and then manually straightened.======================manufacturer response for sterilization coil, essure (per site reporter).======================not known at this time.what was the original intended procedure?removal of marena iud, hysteroscopy, hysteropic tubal, endometrial ablation.device #1is this a laboratory device or laboratory test?no.